Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a previously implanted curved condylar plate was found to have broken down the middle and a non-union was present. A revision was performed successfully with no reported surgical delay or patient harm. This report is 1 of 1 for complaint (B)(4).